Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 407658 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had become dislodged after the pocket was closed post-implant of the implantable pulse generator (ipg) system. The pocket was re-opened and the lead was explanted and replaced. No patient complications have been reported as a result of this event.